Manufacturer narrative:
Multiple patients involved in this event; for a summary of sids and associated test results. No patient demographic information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer questioned architect stat high sensitive troponin-I results for five patients. The customer uses the normal range 0 to 20 pg/ml. The following was provided: sid (B)(6) initial result generated (B)(6) 2022 with serial number (B)(4) 179.3 pg/ml, repeated (B)(6) 2022 with serial number (B)(4) 0.5 pg/ml, and (B)(6) 2022 with serial number (B)(4) 0.5 pg/ml. Sid (B)(6) initial result generated (B)(6) 2022 with serial number (B)(4) 112.7 pg/ml, repeated (B)(6) 2022 with serial number (B)(4) 14.8 pg/ml. Sid (B)(6) initial result generated (B)(6) 2022 with serial number (B)(4) 129.3 pg/ml, repeated (B)(6) 2022 with serial number (B)(4) 2.3 pg/ml, and (B)(6) 2022 with serial number (B)(4) 2.8 pg/ml, and (B)(6) 2022 with serial number (B)(4) 3.1 pg/ml. Sid (B)(6) initial result generated (B)(6) 2022 with serial number (B)(4) 79.1 pg/ml, repeated (B)(6) 2022 with serial number (B)(4) 0.9 pg/ml, and (B)(6) 2022 with serial number (B)(4) 0.7 pg/ml. Sid (B)(6) initial result generated (B)(6) 2022 with serial number (B)(4) 118.1 pg/ml, repeated (B)(6) 2022 with serial number (B)(4) 15.4 pg/ml, and (B)(6) 2022 with serial number (B)(4) 328.4 pg/ml, and (B)(6) 2022 with serial number (B)(4) 936.7 pg/ml. Sid unknown initial result generated (B)(6) 2022 with serial number (B)(4) 58 pg/ml, repeated (B)(6) 2022 with serial number (B)(4) 5 pg/ml and 3 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for imprecise results for patient samples when using architect stat high sensitive troponin-I, lot 32057ud00. A review of tickets was performed and determined the reagent lot performs as expected for this product. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Review of field data was performed. Review shows that the median patient result for lot 32057ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. A review of the product quality history for the lot number using search of the corrective and preventive actions (CAPA) system did not identify issues associated with the customer¿s observation. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect stat high sensitive troponin-I, lot 32057ud00 was identified.